Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was in the hospital and needed an MRI. The patient attempted to sync the patient programmer (pp) but kept getting poor communication. The patient reported that the ins died yesterday after she recharged it. The patient also reported that the ins ¿broke¿ 3 months ago and needed to be replaced. No further complications were reported.